Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the in.pact pacific to treat an occlusion of shunt anastomosis, 1cm, with intima hyperplasie of the vein distal and proximal of the occlusion. A 0.035 terumo wire was used to cross the lesion with a non medtronic device for the recanalization of the occlusion. A v18 wire was used with the in.pact pacific, the pacific balloon was inspected prior to use with no issues noted, the lesion was not pre-dilated before introducing the dcb. The balloon was inflated with a pressure of more than 12bar, the physician was aware this pressure is the rbp. The balloon broke transversely within the vessel; a snare was used to capture the detached component. The lesion was post dilated, the procedure was completed using another device. The patient is reported to be doing well. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. This MDR is reported only as a malfunction because of the ¿similar device¿ requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: the image provided shows the balloon in vitro after procedure. The balloon shows a radial burst. Evaluation summary: a visual and tactile inspection was carried out on the device: - the balloon was found separated in two parts, the proximal part (6, 5 cm) was still welded to the catheter body, the distal part (5, 5 cm) was separated from the catheter body - the guide wire tube was elongated - the two (2) radiopaque marker were present - the catheter tip was found damaged. If information is provided in the future, a supplemental report will be issued.